Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During the on-site inspection, it was found that it was soon time for preventive maintenance, so the maintenance was performed alongside the troubleshooting of the device. During maintenance, it was discovered that replacing the expiratory cassette and its membrane did not fully resolve the issue. Further assessment revealed that the nozzle units were the cause of the problem and were subsequently replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. No device logs were provided; hence, a proper log analysis cannot be performed. The nozzle unit consists of a membrane, a mouthpiece, and a feather spring. It is used for the regulation of gas flow through the gas module. The membrane in the nozzle unit is pressed against the mouthpiece with a feather spring to regulate the gas flow through the gas module. The replaced nozzle units were returned for further investigation. The nozzle units were placed into a reference ventilator for simulated use testing. During this testing, a pre-use check passed successfully. After passing, ventilation was performed for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. To investigate the issue further, a mechanical force was applied to the feather springs of the nozzle units and then released. This resulted in the feather spring of one of the nozzle units getting stuck to the membrane, causing a delay in release. The nozzle unit should be replaced during the annual preventive maintenance or after 5000 hours of operation, whichever occurs first. Based on the analysis of the provided information, it appears that the time for preventive maintenance has not been exceeded, and the preventive maintenance has been executed in accordance with the prescribed instructions. Consequently, the cause of the membrane stickiness is early wear of the membrane.